Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. At the time of the shock, the sensing vector was programmed to primary at 2x gain. System testing was performed in clinic and noise was reproduced in primary similar to the noise present during the shock episode. Noise was also able to be produced in secondary and alternate vectors. Therapy was programmed off and x-rays were performed, however it was unable to be determined if the electrode had a fracture. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. At the time of the shock, the sensing vector was programmed to primary at 2x gain. System testing was performed in clinic and noise was reproduced in primary similar to the noise present during the shock episode. Noise was also able to be produced in secondary and alternate vectors. Therapy was programmed off and x-rays were performed, however it was unable to be determined if the electrode had a fracture. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.